Event description:
The customer reported additional culture test results from a third-party institution. The first sampling on (B)(6) 2024, the colonovideoscope tested positive for 1cfu/endoscope, staphylococcus capitis and 1cfu/endoscope, pseudomonas aeruginosa; all channels were sampled. A second sampling was performed on (B)(6) 2024 and the device tested positive for cfu> 100cfu/endoscope pseudomonas aeruginosa; all channels were sampled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu< 1cfu/endoscope. Bacterial identification: no detection. Sampling from: biopsy channel. Cfu< 1cfu/endoscope. Bacterial identification: no detection. Sampling from: air/water channel. Cfu< 1cfu/endoscope. Bacterial identification: no detection. Sampling from: auxiliary channel. Cfu< 1cfu/endoscope. Bacterial identification: no detection. The customer provided the cds processes were reviewed where and no obvious deviations from instructions for use (IFU) were identified. The device was evaluated and no abnormalities were found that may have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. It is noted that the same bacteria were detected in both culture tests requested by the customer, which may point to the customer's reprocessing being insufficient. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported having used the colonovideoscope on two patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.